Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation because it was discarded by the hospital. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the high/mid left anterior descending (lad) artery that was heavily calcified. The 2.75 x 28 mm xience alpine stent delivery system failed to cross due to the heavy calcification and upon retraction resistance was felt which resulted in the stent implant dislodging in the lad. The sds was advanced in an attempt to capture the stent and the stent was able to be brought to the level of the introducer sheath at which time it came off the sds in the radial artery. Attempts were made to snare the stent but this was unsuccessful. The decision was made to deploy the stent in the radial artery, where it remains. The decision was made to stop the procedure and the patient is reported to be fine with no adverse effects. No additional information was provided.